Event description:
The file was reopened and reviewed following receipt of additional information from the patient that referenced the event. The catheter lot #n067223010 was not included in the previous manufacturer report 6000030200601502. Reportedly, the patient had segments spliced from both catheters.

Manufacturer narrative:
See scanned pages.